Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of drop in vitals requiring transport to the hospital. Although it was reported that the reason for the hospital visit was dialysis related in conjunction with atrial fibrillation, there is no documentation in the complaint file of a device malfunction or deficiency reported for this event. There is no information to specify what caused the patient¿s drop in vitals requiring the transport to the hospital or what vital signs dropped. Atrial fibrillation is prevalent in dialysis patients and has an increased risk of arrhythmia and mortality. Based on the limited information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event.

Event description:
On (B)(6) 2022, it was reported that this male peritoneal dialysis (pd) patient was in treatment on the liberty select cycler (date not provided) when they experienced a drop in their vital signs (unspecified). An ambulance was called, and the patient was transported to the hospital. It was reported that the hospital visit was related to dialysis and atrial fibrillation. The patient was currently in the hospital. No additional information was provided.

Event description:
On (B)(6) 2022 it was reported that this male peritoneal dialysis (pd) patient was in treatment on the liberty select cycler (date not provided) when they experienced a drop in their vital signs (unspecified). An ambulance was called, and the patient was transported to the hospital. It was reported that the hospital visit was related to dialysis and atrial fibrillation. The patient was currently in the hospital. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.